Event description:
It was reported that the patient sustained unspecified injuries following an unknown fusion procedure in which rhbmp-2/acs was used.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.